Event description:
It was reported that the patient was disconnected from the ilet while playing soccer, later had a blood glucose of 378 mg/dl without symptoms, and used a backup rapid-acting insulin pen while remaining disconnected; the caregiver suspected the ilet¿s insulin had become too warm and subsequently received guidance on external insulin use and safe reconnection, after which blood glucose was reported at 94 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of user-provided information. Investigation of this case revealed insufficient information about a device problem, no specific device component identified, and no findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.